Event description:
It was reported that the caller could not adjust stimulation. The display showed a "call your doctor" icon. The error code 002 was d displayed on the programmer once. The impedance of electrode #13 was measured at over 3,600 ohms. The patient reported using more voltage from the system. Previously they were at 2.0volts and had increased it to 4.0volts. The implantable neurostimulator voltage was 3.000v. Stimulation was intermittent. When electrode #13 was included in the programming stimulation would come on strong and feel like a shock. This electrode was removed from the programming, resolving the issue. There was no known accident or incident related to the complaint, though the patient had been more active recently. The patient became light headed and the ins was turned off. The patient then reported ringing in the ears.

Manufacturer narrative:
Lead: model 3778-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: unknown. Lead: model 3778-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: unknown.